Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead suspected occasional far field r-wave (ffrw) oversensing on the atrial channel. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient presented to the hospital for chest pain. There is no information that indicates the chest pain is related to the ra lead. No information is available/known as the actions taken. The patient is scheduled for in clinic follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated approximately seven months later, the ra lead exhibited possible intermittent far field r wave oversensing noted on stored electrograms (egms), appears to be triggering false mode switch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient presented to the hospital for chest pain. There is no information that indicates the chest pain is related to the ra lead. No information is available/known as the actions taken. The patient is scheduled for in clinic follow up.